Event description:
It was reported that the atrial lead displayed noise on the atrial electrogram (egm) when the patient shook hands with the physician. The physician thought this could be the beginning of a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable cardioverter defibrillator 2008 (B)(6). (B)(4).